Manufacturer narrative:
H.6. Investigation: customer returned a photos of a 1cc syringe. Customer states that the scale markings were unreadable. The attached photo was examined and exhibited smeared, illegible scale markings between 30-100 units. Potential root cause for the illegible print defect is associated with the marking process. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8339703 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that during use it was discovered that the scale marking were unreadable with a bd syringe 1ml s/t u100 26g 1/2in. The following information was provided by the initial reporter: it was reported unreadable scale.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that the scale marking were unreadable with a bd syringe 1ml s/t u100 26g 1/2in. The following information was provided by the initial reporter: it was reported unreadable scale.